Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified right forearm. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, it was noted that the balloon ruptured. When the balloon was checked, a pinhole was also noted. The procedure was completed with another of the same device. The device was completely removed from the patient. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).